Event description:
It was reported that the device had an error code 41622 and motor failure alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 9/12/2024. H3: one device was returned for repair in used condition. Visual evaluation found worn upstream occlusion (uso) seal, peeling downstream occlusion (dso) seal and scratched lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of error log found system fault 41622 had occurred. Functional testing was performed. The reported problem was duplicated. Ran motor and device alarmed error code 41622. The cause is debris in hub gears. Removed debris and cleaned hub gear to correct the issue. The device passed all functional tests after the repair. Also replaced dso seal, uso, optical sensor, lcd lens, keypad, overlay, and rear label.